Manufacturer narrative:
The patient''s weight was not provided, but requested. The referenced chronic driveline infection was reported under medwatch MFR report #0002916596-2014-01812. Device unique identifier (UDI)-device was manufactured prior to the UDI labeling implementation. Approximate age of device-6 years and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011.it was reported that the patient expired on (B)(6) 2017. The cause of death was reported as heart failure. The pump was not explanted. The patient had reportedly been septic with chronic driveline infection. Historically, the patient¿s post implant course has been complicated by recurrent driveline infections with serratia, pantoea, as well as candida. The patient was being medically managed on chronic suppressive therapy with levaquin and fluconazole; however, developed profuse bleeding and driveline site infection with the initial unreported hospitalization from (B)(6) 2017 to (B)(6) 2017. Treatment with IV micafungin was initiated due to sepsis secondary to candida parapsilosis which was resistant to fluconazole. From (B)(6) 2017 to (B)(6) 2017, the patient was rehospitalized due to unreported recurrent symptoms of sepsis. Blood cultures taken during the admission were positive for staph epidermidis. Treatment with IV vancomycin, IV micafungin and IV cresemba was initiated. Later, IV micafungin and IV vancomycin were discontinued and IV cresemba was transitioned to oral cresemba. No additional information was provided.